Event description:
The physician performed the vascade device which did not deploy. The disc did not fully expand and came out with the sheath. Manual pressure was used to achieve hemostasis of right groin.